Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager had failed at the station. A field service engineer found that the rns were being pulled on the door hasp and used as a door handle, which led to the latch failing due to the force applied. The engineer replaced both the latch (134714-02) and the latch harness (124162-01). After rebooting the system and performing firmware updates, the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system experienced a recurring issue with the fridge door, preventing users from retrieving medications for a patient. The customer stated that staff had to address this problem more than 11 times yesterday. This incident resulted in a delay in dispensing medication to the patient, and there was no patient harm. There were no adverse events or injuries reported based on this event.